Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the chair shuts down entirely 3 to 4 times on the way home; had to turn her chair off and back on each time.